Event description:
It was reported that high hv lead impedance was observed. During device change out due to low expected longevity, the hv lead impedance measured with the new ICD had good values. It was determined that only the ICD needed to be replaced. All leads remained implanted.

Manufacturer narrative:
The reported field event of an impedance anomaly was confirmed. The device was tested on the bench and using automated testing equipment, an rv circuit anomaly was found. The device was examined under x-ray and the rv-case wire was found to be broken. The cause of the impedance anomaly was found to be a broken rv-case wire.